Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Imagery was provided by the site and revealed the following: balloon radial burst confirmed at working length. Distal end of the balloon appears bunched towards nose tip forming umbrella shape. Distal end of the balloon separated from the rest of the device. The complaints of balloon burst, withdraw difficulty, and distal tip separation were confirmed by review of the returned imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per provided information, bulky calcifications were present in patient's native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Review of both IFU/training material and manufacturing mitigations is captured in the technical summary. It outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. No device or labeling problem was identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing device not returned h3 other text : device not returned

Event description:
As reported, during the procedure at the end of the balloon inflation, the balloon of the delivery system burst due to bulky calcification when the valve was fully expanded as intended. They tried to remove the delivery system through sheath and the distal part of balloon and nosecone stuck inside. The system was withdrawn through the sheath. There was no harm to the patient due to this event, the final patient outcome was good and the valve implant was performed successfully.